Manufacturer narrative:
F2: added user facility number to form and mailing copy of medwatch

Event description:
The instrument was used during a colostomy reversal. It was reported during the colostomy reversal, proximal bowel was being approximated to the disatl rectal stump when a small pop was heard. The bowel was checked and felt ok. The instrument was then fired ok, receiving 2 donuts. Then the surgeon checked anastomsis with proctoscope and found the staple line not intact. The distal rectal stump was torn longitudinally at the anastamosis and had to be hand sewn. There was no consequence to the pt.